Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 08, 2019 - october 10, 2019. H10: six (6) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with fill port caps removed which observed particle matter inside the fill port connector in one (1) sample only. The reported condition was verified in one (1) sample; however, not verified in the remaining five (5) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the fill port and fill port caps of six (6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.